Event description:
Parent alleges pt was stuck/scratched by the contents of bd home sharps collector which was purchased as new from home care alliance. Pt is now undergoing testing to determine if pt has been infected by human immunodeficiency virus or hepatitis.